Event description:
On (B)(6) 2012, a reporter in (B)(6) contacted lifescan (lfs) alleging inaccurate readings on the subject meter when compared to a laboratory device. The meter readings and lab readings were not provided but per the patient, the readings varied up to "20-40mg/dl". The subject meter was set to the correct unti of measure and the sample was obtained from an approved source. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate result was not resolved with troubleshooting. Control solution was sent to the patient since she/he did not have any.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.